Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient underwent another procedure on (B)(6) 2010 and obtryx was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia, vaginal bleeding and discharge, stress urinary incontinence, levator muscle spasm, and vaginal introitus stenosis. It was reported that patient underwent mesh revision on (B)(6) 2007 by dr. (B)(6), and on (B)(6) 2012 by dr. (B)(6).